Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >600 mg/dl. It was not reported if the patient receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the there was an intermittent power issue and a crack in the battery compartment. The reporter denied damage to the battery cap and stated it had been replaced one-to-three months ago. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power with battery compartment damage issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: the battery compartment was found to be cracked. The battery cap had stripped threads and was missing the yellow o-ring. The battery cap was unable to maintain an electrical connection with the pump. A test battery was used to complete a 24 hour duration test with no pump reboots duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues.